Manufacturer narrative:
Based on the reported information and evaluation of the returned products, the findings were as follows: the reported slippage of both mayfield modified skull clamps by the customer could not be duplicated. Both units operated normally during functional testing. The 80 pound torque knobs tested good under pressure and the ratchet extension arms had no visible cracks. The locks had rotational and lateral movements but this would not have caused the slippage for either unit. The large starburst teeth showed some wear but was still functional. Both units needed heli-colis but this would not have caused the slippage for either unit. The rocker arms passed the go nogo gage. All other components were functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
On (B)(6) 2011, an adult female patient underwent a posterior cervical procedure. A mayfield modified skull clamp (a1059) with lot code 071 was used. Pressure was set to 80 pounds (lbs). Afterwards, it "popped" to 50 lbs. And the clamp slipped. The patient had a laceration on the parietal side of the head. The patient was flipped over to a supine position. A 2nd a1059 clamp with the same lot code of 071 was used. The pressure was set to 80 lbs. This second clamp did the same thing as the first clamp. The second clamp "popped" to about 50 lbs. And it slipped. The patient had another laceration to the other parietal side of the head. Staples were required for both lacerations. There was about a 45 minute delay in surgery from the time the first clamp failed. Disposable adult mayfield pins (a1083) were used on both clamps. The pins were discarded and were not available for evaluation. The physician decided to use a horseshoe clamp instead and that worked. The surgery continued. The patient outcome was reported as "good."